Event description:
A male pt with an anatomical form considered suitable for endovascular repair, underwent endovascular therapy for the repair of an abdominal aortic aneurysm and iliac aneurysm in 2009. The pt's proximal aortic neck was not an issue and there was no serious tortuosity of the blood vessels. The procedure was performed as labeled. The physician placed one main body and two iliac leg grafts. Final angiography revealed that there was a type I endoleak in the proximal site. Another MFR's stent was placed in the proximal site to repair the endoleak and was confirmed to be resolved. Pt outcome is unk at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, pt selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. We are unable to determine with certainty why the endoleak occurred. However, we have notified the appropriate individuals and we will continue to monitor for similar events.